Event description:
The customer reported to vyaire medical that the vela ventilator was having an issue with the exhalation flow transducer. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. However, the customer requested a part number and pricing for the main board, and a case number was assigned for order processing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.